Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with unspecified mentor gel implants, experienced left breast rupture and asymmetry on the right side post-operatively. Rupture was confirmed via mammography. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 605cc mentor memorygel breast implant catalog: smpx605, lot: 7678638, sn: (B)(4) and (right) 605cc mentor memorygel breast implant catalog: smpx605, lot: 7678638, sn: (B)(4). This medwatch form is for the right breast prosthesis.